Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for pain and tibial component loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (device, result and clinical codes) the reported event could be confirmed, based on the formal expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿. No indications of material, manufacturing or design related problems were found during the investigation. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT-scan mpr shows significant subsidence of the tibial component and cyst formation, especially anteriorly which mostly means loosening as well. The polyethylene liner doesn¿t look to be the appropriate thickness. Without information about the size implanted it cannot be assessed whether either a thin liner was used or that there is significant wear/deformation of the pe-liner. The talar component looks intact and well-fixed. The reasons that led to the revision are most likely the subsidence of the tibial component and cyst formation " more clinical information as well as the retrieved implant are necessary to determine the exact root cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for pain and tibial component loosening.